Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a normal device change out procedure, difficulty was experienced removing this right ventricular (rv) lead from the pacemaker. Numerous troubleshooting techniques were attempted, including cutting off the back of the header, but were unsuccessful. The terminal pin of the rv lead pulled away from the ring due to the removal attempts. The lead was capped and surgically abandoned. Difficulty was experienced gaining access to implant a new lead. The replacement procedure was then aborted and a new system has not been implanted. No adverse patient effects were reported.